Manufacturer narrative:
The device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the glue on the distal side of the bending section rubber of covering of bending section was largely and deeply missing. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The cause of the missing glue and the hole of the bending section could not be determined, but a strong physical stress may cause the damage. Based on the past similar cases, it is known that a strong stress was applied by the interference with the trocar. The operation manual has already warns "never angulate the bending section if it is inside a trocar tube. The bending section may be damaged." " when moving and/or rotating the bending section, confirm the indexes of insertion length. If the bending section contacts at the edge of the trocar tube, damage to the bending section may result."

Event description:
Olympus medical systems corp. (Omsc) was informed that during olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. After cleaning and sterilization of the subject device following single port laparoscopic cholecystectomy procedure, the facility staff noticed that there was a hole in the bending section rubber of the subject device and the adhesive glue of the bending section rubber was partially missing. In the procedure, non-olympus trocar (covidien sils port) was reportedly used in combination with the subject device. The facility reportedly concerned about the fragment of the subject device fell within the patient since the facility could not identify when and where the bending section rubber and the glue were damaged. There was no patient injury reported related to this event.